Event description:
.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead broke early after implant. No additional information was available. This ra lead remains in service. No adverse patient effects were reported.